Manufacturer narrative:
The field service engineer (fse) determined the leak was caused by disconnected flowcell sample tubing to bottom port of flowcell. The fse cleaned, reattached and reinforced the flowcell sample tubing resolving the leak. Upon recur, the failure mode identified for disconnected flowcell sample tubing, is likely to cause erroneous flagged, un-flagged or non-numeric results for diff and retic result parameters due to inadequate sample delivery from mix chamber to the flow cell for analysis. (B)(4).

Event description:
The customer reported a leak of approximately 10ml of diluent mixed with blood coming from the front of the lh780 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.